Event description:
The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced treatment with analpram rectal medication due to depression in her rectal area, an examination revealing a secon suture sticking beyond the above skin and in-office excision ((B)(6) 2007), constipation, abdominal pressure ((B)(6) 2008), vaginal irritation, discharge, treatment with estrace, bladder tenderness, dysuria, uti, cystocele ((B)(6) 2011), an examination revealing a one inch diameter of very thin vaginal mucosa with protrusion of mesh right through at about one centimeter in the center. A CT scan identified a ovarian cyst and another cyst inferior to the bladder. Clinical correlation was recommended with pelvic ultrasound.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced lumbar and low back pain, tenderness, right hip pain (pain), right para spinal spasms, low back spasms (spasms), polyneuropathy (neuropathy), numbness, tingling, osteopenia, lightheadedness related to hypotension (hypotension), hypertension, ¿feels rough area inside vagina, like an erosion,¿ erosion of implanted vaginal mesh and other prosthetic materials to surrounding organ and tissue (tissue damage), erosion, mesh exposure near vaginal cuff on left, exposure of mesh approximately one cm along distal post vagina, lower stomach pain, right lower quadrant pain (abdominal pain), vaginal pain, postoperative perineal pressure, perineal tenderness (pain), vaginal spotting, bloody vaginal discharge, and postoperative vaginal bleeding (vaginal bleeding), vaginal itching, unspecified disorders of urogenital prostheses, implants, ¿mass in vaginal, area non-reducible, firm mass palpable deep to vaginal mucosa,¿ left ovarian cyst (cyst), cholelithiasis, gall stones (calcification), atrophic vaginitis (inflammation), watery vaginal discharge (vaginal discharge), urinary urgency, urinary frequency, vaginal redness (erythema), ¿she has felt something at the site of her incision,¿ evaluation of vulva reveals dexon suture sticking beyond, above the skin at the fourchette of the vagina (foreign body in patient), rectal pressure, rectal soreness, abnormal pap smear, high fever, fatigue, mild emphysematous, right buttock blisters, shingles (viral infection), chest x-ray showed granuloma lung, bronchitis, blood loss, and required additional surgical and nonsurgical interventions.